Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call that they experienced high blood glucose. The customer's spouse stated that they had no idea where the insulin went. The customer's blood glucose was 575 mg/dl at the time of call. The customer's blood glucose was 566 mg/dl at the end of call. The customer's spouse stated that the fill tubing did not show in the history. The customer's spouse was assisted through priming process. The customer's spouse stated that the fill tubing did record. The insulin pump will not be returned for analysis.